Event description:
Knee was overheated [joint warmth], thick knee/knee swelling [joint swelling], allergic reaction to proteins [drug hypersensitivity], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 (additional information was received on (B)(6) 2013) from a surgeon via sales representative regarding a patient of age group (B)(6) (age and gender not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with first synvisc (hylan g-f 20) injection, at a dose of 2 ml, frequency and route not provided, in unspecified knee. On an unspecified date, the patient was administered with second synvisc injection. It was reported that the patient did not have problem after the first and second injection. On an unknown date, third synvisc injection was administered. On unspecified dates, the patient developed thick knee/knee swelling and the knee was overheated. The events were assessed as serious due to hospitalization. On an unknown date, joint puncture was performed and no infection was found (sterile). The physician reported that the events of thick knee/knee swelling and the knee was overheated were most likely an allergic reaction to proteins. On an unspecified date, the knee swelling went down (recovering) and patient was pain free. The outcome for the events of knee was overheated, joint effusion and allergic reaction to proteins was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting surgeon did not provide the causal relationship between synvisc and the events. The qa (quality assurance) investigation results were received on (B)(6) 2013. The production and quality control documentation for lot number s1108, expiry date on 05/2014 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number s1108, expiry date 05/2014 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted.